Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they went to recharge about a week ago and saw end of service (eos) on the recharger. Pt was just calling to inform manufacturer that the device had reached eos and that they already have an appointment with their healthcare provider (hcp). No symptoms/patient complications reported.